Event description:
It was reported that during a lap roux-en-y procedure, the device did not give normal lockout sound, but would not work. Under slight pressure, the active blade broke. Case was finished with ligature. There was no reported patient consequence.